Event description:
It was reported that the cement cartridge broke at the nozzle during injection. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon evaluation of the returned cartridge, the claimed condition was confirmed. The cartridge was found broken at the end that connects to the cement gun. A definite root cause could not be determined. According to previous investigations, the cartridge breakage could be associated, but not limited to the following causes: delivery of hardened cement/ use with viscous (doughy) cement. The manufacturer's instructions for use warns to not attempt to extrude the cement if excessive force is required. In this situation, the cement should be packed by hand. The excessive force can cause the cartridge to break. Do not add foreign substances to the cement because its mechanical properties and setting can be affected. Inadequate process control of molding. Possible cartridge molding process change, raw material degradation/alteration and/or mold wear. Inadequate part design/ material (void) and/or design of the cartridge not strong enough to withstand the pressure of hardened cement when late injection method is attempted. Acm device was used with different cement gun (incompatibility with other device). The cement gun used is unknown for complaint investigation purpose.

Event description:
It was reported that the cement cartridge broke at the nozzle during injection. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.